Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer confirmed that the customer was experiencing an issue with the drawer not being able to recover. The fse checked the cables and connections and replaced the retractor band. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.1 cubie was not detected on the bus and was repeatedly causing cubie failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.